Event description:
The user facility reported a 62-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Due to lactate rising and additional pressor requirements, the patient was escalated to an impella 5.5 device. The developed access site bleeding at the auxilliary cutdown site. Three units of blood were given to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the access site bleeding was not determined. The failure mode will be monitored and trended.